Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that during a follow-up visit, technical inspection revealed damage to the insulation of the white power cable of the patient's system controller. There were no alarms or abnormalities regarding the damaged insulation. The probable cause was thought to be improper handling of the controller and consolidated bag by the patient. The cable was temporarily repaired with rescue tape. The patient remained in the hospital and the plan was to exchange the primary controller at discharge.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the insulation of the white power cable of the system controller was confirmed via the submitted photos. The submitted photos showed a tear in the outer jacket of the white power cable near the strain relief on the connector side, exposing the underlying wires. The photos also showed this tear being covered with rescue tape. No other physical anomalies were observed. The submitted log file contained data spanning approximately 19 days (B)(6) 2020 per timestamp). No notable alarms were active in the log file. The pump maintained a speed above the low speed limit without issue throughout the log file. The system controller, serial number (B)(6), was not returned for evaluation. Provided information provided stated that the system controller was exchanged due to the external damage, and is now the patient's backup controller. It was reported that the controller was working without any issues prior to the exchange. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings were also found which included transient backup battery faults (the faults were not active long enough to activate any alarms). The heartmate iii patient handbook was available for use at the time of the event. Section 10 of the patient handbook, entitled ¿safety checklists¿, provides checklists for performing routine maintenance of the heartmate iii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate iii patient handbook and the heartmate iii instructions for use (IFU) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 10sep2019. No further information was provided. The manufacturer is closing the file on this event.